Manufacturer narrative:
(B)(4). Additional information: the device was returned for evaluation. Review of the service history revealed no issues that could have caused or contributed to the home patient passing away. A visual inspection was performed and found no issues. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty. This evaluation included functional testing of the device. The device was determined to meet functional performance specification requirements. The sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with automated peritoneal dialysis (pd) therapy on the homechoice (hc). It was not reported if the patient was hospitalized prior to death. It was not reported if pd therapy was ongoing until the time of death. The cause of death was unknown. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.